Manufacturer narrative:
Evaluation summary: no products were returned, as they were implanted expired in the patient. Root cause of event is use after the expiration date. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It was reported that when an articular surface was opened in surgery, it was noted the implant's expiration date of (B)(6) 2011 had passed. The component was implanted.